Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The pump was in good condition with no appearance of any physical damage. The reported occlusion alarm was found in the event history log (ehl). The premature alarm was also reproduced during an occlusion test. The problem source of the reported product problem was unknown. A root cause was not established. The pump underwent preventative maintenance to address the reported issue.

Event description:
It was reported that the medfusion pump produced an occlusion alarm. No patient injury or complications were reported in relation to this event.